Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va08t0b, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The health care professional reported that the patient's therapy never helped her. She had issues with the device and going through airports and felt it was a hassle. The patient just wanted the device explanted. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.